Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the abnormal impedance values that existed prior to the ins replacement procedure may have just been discovered right before the surgery as impedances were typically measured prior to a procedure started. The reason for the ins replacement was reported to be due to normal depletion.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that the patient had an implantable neurostimulator (ins) replacement performed on (B)(6) 2017 where an impedance test was performed and resulted in the following abnormal impedance values on multiple electrodes on the right: c<(>&<)>0=5128 ohms, c<(>&<)>1=4590 ohms, c<(>&<)>2=4873 ohms, c <(>&<)>3=5427 ohms, 0<(>&<)>3=4619 ohms. The right side impedance values were within normal limits. It was then reported that the abnormal impedance values existed prior to the ins replacement procedure. It was unknown if there were any environmental / external / patient factors that may have led or contributed to the issue. It was also stated that the cause was unknown. The actions/interventions taken to attempt to resolve the event included reprogramming the stimulation to electrodes that showed normal impedance values; the issue is ongoing. There was no known impact or consequence to the patient.